Event description:
Reporter purchased vail 1000 electric twin-size bed for special needs pt. Pt has experienced 2 different episodes of getting stuck between mattress adn headboard. This is a softsided enclosed bed. Reporter states the mattress slides down and opens a gap between headboard and mattress. When elevated 15 degrees complainant measured a 4" gap; when elevated 25 degrees the gap measures 7". Reporter found pt had fallen legs first through gap and head was above the mattress. Four days later reporter found pt had fallen face first into vinyl pocket and arms were pinned. Reporter has contacted MFR and retailer. Repairman was dispatched to home twice to correct a manufacturing problem. Two days later vail rep, took bed measurements and agreed this bed should not be sold. Vail rep also informed reporter they just installed "posey" gapfiller at another home that had similar complaint. Reporter believes this bed is not safe for children.